Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow keypad button was unresponsive, was flattened and did not click or spring back when pressed. Reportedly, the rubber keypad was torn on the side near the up arrow button. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump attaché to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn over the up arrow button. During testing, the up arrow button was unresponsive and the down arrow was intermittently unresponsive. The ok and contrast buttons were responsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.